Event description:
A malfunction alarm with code malf 12 was reported, but no notable events occurred prior to this incident. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any further issues arose.